Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted on (B)(6) 2024. The patient was discharged. At the routine six (6) month follow-up, it was noted via computed tomography (CT) that the closure device had shifted/tilted and there was now a 5mm leak on one side. There was no evidence of thrombus. It was noted that the closure device had endothelialized on the one side. There were no patient complications reported. The physician is planning additional intervention to close off the leak at a later date.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.